Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's lcd screen was replaced preventatively. The lcd screen was returned to the quality assurance laboratory for further investigation. During the investigation, an issue related to the lcd screen was observed. The root cause of the lcd screen failing was due to electrostatic discharge.